Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed that the return and access lines are perforated. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a prismaflex m100 set had ¿minute holes in multiple places¿ and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and showed that there were two cuts on the return line between the sample site and the deaeration chamber. An air leak test was performed and two leaks were observed at the level of the return line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.